Event description:
It was reported that the light source required a xenon lamp replacement. The issue was identified at the procedure. No reports of patient harm were noted.

Manufacturer narrative:
Full repoter number: e1: phone number: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h6, h11 the device was not returned to olympus for inspection, but the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.